Manufacturer narrative:
(B)(4). When the device is evaluated or additional information is received a follow-up report will be submitted. Carefusion has received the device from the customer but the evaluation has not been completed. (B)(4).

Event description:
The customer stated that the ventilator's touchscreen is freezing intermittently. There was no patient involvement at the time of the reported issue.

Manufacturer narrative:
Results of investigation: the device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed on the (B)(4) uim (user interface module) and the issue was unable to be duplicated, therefore, no root cause can be identified.